Event description:
Patient was prepped/ draped in sterile fashion. Per cardiologist's notes: a percutaneous needle stick was achieved through the left subclavian vein. A guidewire was then inserted into the left subclavian vein. Resistance was met and while retracting the wire, the tip broke off. Contrast angiography was performed demonstrating that the wire was not intravascular. Access was then again achieved via micropuncture under angiography. Manufacturer response for percutaneous sheath introducer kit, transitionless micro-introducer kit (per site reporter). Reported by the cardiac cath lab manager to manufacturer.